Manufacturer narrative:
UDI no. - not yet required for this product. (B)(4). The needle and wire were returned to the manufacturer for evaluation. The needle revealed no visual defects. The tip of the wire was noted to be missing and the over-coil was coming off the core wire at the distal end of the wire. Retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. Visual inspection revealed no defects. The outside diameter of the wire was measured and samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation of the retention samples supports the claim that the wire may have had met resistance. This defect is most probably vendor related. However, the cause of the wire damage and the wire breaking is likely due to the wire being pulled back through the metal needle cannula. The device labeling does address the potential for such an event in the instructions-for- use (IFU): "when using metal needle cannula do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. Evaluation is currently ongoing.

Event description:
The user facility reported that upon further retraction of the ik device, the wire broke. Follow up communication with the user facility confirmed the following information: the radial artery was accessed with front wall needle and the wire was advanced; upon advancement resistance was felt; the wire and the needle were pulled back, however, the wire began to unravel; upon further retraction, the wire broke; a segment of the wire remained in the patient; the patient was non-symptomatic and was taken to surgery and sedated under general anesthesia; upon examination, it was determined that the wire tip was through the back wall of the radial artery; the wire was easily removed with a small skin incision; it was reported the patient is stable and no long term effects from the removal; and it was reported that the procedure was aborted.